Event description:
It was reported that a clic blood chamber leaked blood during a patient¿s hemodialysis (hd) treatment. The leak was reportedly coming from ¿the juncture of the smooth blue section and the square blue/white section¿. The sample was discarded due to concerns over blood exposure. It is unknown how much blood loss there was as a result of the reported event. Multiple attempts were made to obtain additional, and thus far, no further details have been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a clic blood chamber leaked blood during a patient¿s hemodialysis (hd) treatment. The leak was reportedly coming from ¿the juncture of the smooth blue section and the square blue/white section¿. The sample was discarded due to concerns over blood exposure. It is unknown how much blood loss there was as a result of the reported event. Multiple attempts were made to obtain additional, and thus far, no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.